Event description:
Per usp, "this pt went from the emergency room magnetic resonance imaging to the floor. A 24-hour protocol of methyl prednisone 12,420 mg infusor in nss 250ml on a dial-a-flow set of 15 cc/hr. The bag of fluid was completely infused--dial flow was set at 15 cc/hr." No negative outcome to the pt.